Event description:
It was reported that during a thrombectomy and atherectomy procedure in the superficial femoral artery via the contralateral common femoral access, the tip of the device allegedly would not pull back through the introducer sheath. The introducer sheath and the device were removed together as one unit. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and hence physical investigation was performed for the catheter. The catheter was removed from the sheath after flushing. The helix was peeking out of the tube 1.5 cm from the tip of the catheter and the tube was slightly kinked at 28.5 cm from the tip of the catheter. After flushing rotation with drive system was possible but the helix was peeking out 1 cm from the tip of the catheter. After running with water nominal aspiration level was achieved. Mechanical jam was observed during investigation. Therefore, the investigation could not be confirmed for the reported retraction problem. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, the catheter was removed from the sheath after flushing. The helix was peeking out of the tube 1.5 cm from the tip of the catheter and the tube was slightly kinked at 28.5 cm from the tip of the catheter. After flushing rotation with drive system was possible but the helix was peeking out 1 cm from the tip of the catheter. After running with water nominal aspiration level was achieved. Mechanical jam was observed during investigation. Therefore, the investigation could not be confirmed for the reported retraction problem. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d4 (expiration date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the superficial femoral artery via the contralateral common femoral access, the tip of the device allegedly would not pull back through the introducer sheath. It was further reported that the introducer sheath and the device were removed together as one unit. There was no reported patient injury.

Event description:
It was reported that during the recanalization procedure in the superficial femoral artery via the the contralateral common femoral access, the tip of the device allegedly would not pull back through the sheath. Reportedly, the sheath and the device were removed together as one unit. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.